Manufacturer narrative:
E1: patient city - (B)(6). Patient country - poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set leakage event on 02-may-2025 at quick release. The infusion set was in use for three days. No further information available.